Manufacturer narrative:
(B)(4). The customer called their own biomeds from a partner hospital to evaluate the ventilator. The biomed recalibrated the pressure transducer to fix the reported issue.

Event description:
The customer reported that while in patient use in adult mode the ventilator displayed circuit occlusion and stopped ventilating with a continuous audible alarm. The patient was removed from the ventilator and placed on another ventilator, no patient harm.